Event description:
The service report shows that the audio alarm works intermittently. The mallinckrodt customer support engineer (cse) found a loose connection on the alarm assembly. The cse inspected the device and replaced the alarm assembly. The unit passed extended self testing. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.